Event description:
A malfunction alarm with the code malf 12 was reported, and no notable events were identified as causes before this malfunction. There was no adverse impact on the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.